Manufacturer narrative:
It was reported that a service proposal for part replacement was provided. The customer declined further service activity and further repair activity was canceled. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting a low leak co2 re-breathing risk alarm occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The rse concluded the issue was caused by a faulty gas delivery subsystem (gds). A service proposal for on-site service was requested. Investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).